Manufacturer narrative:
Concomitant medical products: 310c25 valve, implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead was capped and replaced as a result. No patient complications have been reported as a result of this event.